Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient thought ¿it didn¿t seem to be doing any good¿ and it was ¿torturing¿ her. The patient wanted to find someone who could turn it off, ¿or just let it kill her or what.¿ the patient wanted it turned down because, it was ¿ramming food through them and making him miserable whatever and stuff.¿ it was stated it was hurting the patient at the rate it was at. It was noted it had been like this since the patient was implanted. It was reported the device was pushing the food too quickly through the patient¿s system. It was stated on 2013 (B)(6), the system was turned off and had been off since then. The patient believed he shouldn¿t have gotten the implant. Reportedly, the patient was ¿potentially suicidal¿ and he was put in a medical ward at one point, the patient stated ¿he would kill himself before killing anyone.¿ the patient had it down in writing as he though he could die anyway due to his stimulation. The patient had lost 120 pounds in the past year, he had an appetite but couldn¿t eat. He couldn¿t get medical attention. It was noted the patient thought he had lesions there but he didn¿t think anyone would do anything about it. Reportedly, he thought it all started with gall bladder surgery two years prior to report and the surgeon screwed up. The patient went to the ER this morning because he couldn¿t pass gas and was told to take milk of magnesia. His intestines were ¿on fire.¿ it was also stated the patient still had issues with his device and had difficulty getting medical care. The patient stated ¿he was ready to kill himself and had it all written down and would put everything on the internet. It was also noted when the patient had some emergency care, he was given laxatives to slow food down but not given anything to get the food out.

Event description:
Additional information received reported that the patient¿s stomach was ¿dumping food too fast¿ and he shouldn¿t have been implanted with the device. It was noted that the patient wanted the device removed but he couldn¿t find a doctor who would do it.

Event description:
Additional information received reported that the patient never had therapeutic effect since implant and requested that the device be removed. It was noted that there were no device related issues or concerns that the device was not functioning as expected.

Manufacturer narrative:
Final analysis of the (ins 3116) (serial# (B)(4)) revealed no significant anomaly and device was functioning okay with insignificant anomalies.

Event description:
Additional information received reported that the patient was having the device system removed. It was noted that it was unclear why the patient had the system placed because testing indicated that the patient had normal gastric function and normal gastric emptying. It was reported that the device system would be removed on 2014-(B)(6). The reporter stated that the patient wanted the implantable neurostimulator (ins) removed because it was placed high and was rubbing on his ribcage. It was noted that stimulation was thought to be on. It was reported that the patient wasn¿t working with a gastrointestinal doctor at this time because the patient wasn¿t having any gastrointestinal problems.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device was explanted and there was no patient injury.

Manufacturer narrative:
.

Event description:
Additional information received reported that stimulation was not felt during "on period."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.